Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during fill 3 of 5. The fill volume (fv) equaled 948ml. They checked the lines and bags and found no kinks or closed clamps. The heater bag was empty. The supply bag on the blue clamp line was full. The frangible was clearly broken and the lumens appeared to be open. They pressed stop and go to clear the alarm and resumed fill. The alarm repeated and the baxter technical service representative (tsr) had the home patient (hp) add a bag to the unused supply line. After connecting the bag the hp stated that the unused supply line clamp was open. The tsr advised that the unused line should be closed during therapy. They opened the clamp and resumed refill. The heater bag refilled okay then. Adding a bag to the supply line resolved the alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume his therapy when he added on a new bag to the unused line. He had already discussed with the tsr the proper procedures for keeping the clamps closed on the unused lines to prevent a breach in aseptic technique. He did not notice anything unusual with any of the previous supplies. Since then he has been completing therapy successfully.